Manufacturer narrative:
The returned device was evaluated and performed as designed. No malfunction or other product condition that would have contributed to the reported hyperglycemia was found. The device had the cannula assembly fully deployed and the needle completely retracted; its root cause could not be determined. The device was also found to have generated an alarm; a safety feature not considered a malfunction.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 341 mg/dl and pod had not deployed. The pod was not worn.